Manufacturer narrative:
The information on section b5 was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported that they were hospitalized due to hypoglycemia on (B)(6) 2017. The customer blood glucose level was unknown at the time of hospitalization. The customer stated that the symptoms related to low blood glucose was vomiting and diarrhea. Customer received medical treatment for low blood glucose value. Customer also reported that on (B)(6) 2018 she went to the urgent care and was transported to the ER due to high blood glucose of 490 mg/dl. Customer was admitted to the hospital from (B)(6) 2019 and was treated at the hospital. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hypoglycemia on (B)(6) 2017. The customer blood glucose level was unknown at the time of hospitalization other blood glucose value was 490 mg/dl. The customer stated that the symptoms related to low blood glucose was vomiting and diarrhea. Customer received medical treatment for low blood glucose value. The device will not be returned for analysis.